Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 (type I bone) in site (B)(6). The clinician states that the implants fractured during the placement of the implant. The implant was removed on (B)(6) 2013. Another implant was not placed during the surgical procedure. Med. History: no significant findings.